Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. The infusion set was changed and multiple boluses were delivered; however, the bg did not lower. The customer was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous insulin and rehydration. The high bg and dka were resolved and the customer was discharged the next day. The contact thought that the infusion set site was not absorbing the insulin properly due to a possible site issue. However, no specific issues were identified. As the event had occurred in the past, tandem technical support was unable to perform a system check.